Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed. Visual examination of the unit confirmed that the male luer had broken off. Further microscopic examination of the male luer determined that there were white stress marks at the base and shaft of the male luer. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A sample was received and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
Product surveillance received a user facility report notification regarding IV tubing that had a broken tip. The tip had broken off and was embedded in the purple tip of the peripherally inserted central catheter (PICC) line. The tip of the PICC was pulled out without any special intervention. There was patient involvement but no injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.